Event description:
A had a left total hip replacement on (B)(6) 2007. I received the depuy total hip pinnacle 100 acetabular cup sz 60mm. In (B)(6) 2010, I started experiencing pain in my left hip and groin radiating into my left thigh causing me to limp and inhibit my daily activities. I had a hip aspiration on (B)(6) 2010, which showed I had metal-on-metal synovitis due to the failure of this product. I had a left hip revision on (B)(6) 2011, requiring add'l hospitalization. Left hip osteoarthrosis.